Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red rash that looks like hives. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended an antibiotic ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.